Manufacturer narrative:
The event sample was not received. The customer complaint that the set separated from the male luer was confirmed per a photograph received from the customer. It was observed that the vinyl tubing was completely separated from the male luer. The root cause of this failure was not identified as the set was not available for evaluation.

Event description:
The separation resulted in leaking.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion the IV set separated from the male luer . There is no report of patient harm.